Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode of 'mcs tip cover started sliding off from the monopolar curved scissors instrument'. The mcs tip cover was visually inspected and did not exhibit tears or arcing signs. The mcs tip cover was installed on the in-house testing monopolar curved scissors (mcs) instrument, the mcs instrument was placed on an in-house davinci robot system and it was driven without any problems. The mcs tip cover did not slide off of the mcs instrument during normal wrist articulation. Additional internal testing was able to recreate the mcs tip cover slippage by over installing the mcs tip cover past the hard stop on the mcs instrument tube extension. During removal of mcs instrument from the cannula with the mcs tip cover over installed, the mcs tip cover interfered with the cannula edge causing the mcs tip cover to slide off. Engineering was unable to recreate the mcs tip cover slide off without any external forces applied to mcs tip cover.

Event description:
It was reported that during a davinci si hysterectomy procedure, 'the mcs tip cover started sliding off from monopolar curved scissors instrument. Nothing fell in the patient and no patient injury.'